Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricle lead exhibited failure to capture and was found to be dislodged. The patient reported that she had fallen. The lead was explanted and replaced. The patient was in stable condition.